Event description:
It was reported that a revision surgery was performed to remove the tibial component that had loosened.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed both devices displays indent and/or scratch marks potentially from the extraction procedure. The poly insert displays numerous indent marks on its articulating surface. Almost no traces of bone integration or cement are visible on the inferior surface of the tibial implant. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the insert showed rounding of the anterior lock that indicates the insert was seated initially. Damage/deformation was observed on the articulating surface of the tibial insert; these features were likely created by third-body particulate (bone chips, bone cement, etc.) Secondary to implant loosening. Damage to the outer edge of the insert likely occurred during separation of the insert from the base. The tibial base showed burnishing of the fixation surface which indicated that the tibial base may not have been well fixed in the tibia; no bone on-growth or cement adhesion was noted on the fixation surface. Based on the information provided, the exact cause for the tibial base loosening is unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.